Manufacturer narrative:
Device evaluated by manufacturer: a 20 x 3.00 mm promus premier select stent delivery system was returned for analysis. A visual and microscope examination of the crimped stent found that no damage. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter (od) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break at 20.8 cm distal to the strain relief. The shaft polymer extrusion visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 25nov2021 it was reported that a stent could not cross the lesion. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 20 x 3.00 promus premier select drug-eluting stent was selected for procedure. The stent was advanced, but could not pass through the lesion. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed the hypotube was detached.